Manufacturer narrative:
Complaint conclusion: the report received from the affiliate indicated that during an elective interventional procedure for carotid artery stent implantation after the 5fr. Ev3 embolic protection device was placed, the physician pre-dilated the right internal carotid artery (rica) target lesion with an aviator 4 x 30 mm balloon catheter. The physician successfully removed the balloon catheter and then prepared a second aviator 6 x 20 mm balloon catheter (complaint product) for additional pre-dilation. There was no difficulty reported in prepping or flushing the catheter. As the physician advanced the aviator 6 x 20 mm catheter over the ev3 guidewire, he experienced resistance/friction prior to the catheter entering the patient. He stopped and upon inspection, the tip of the catheter was found to be fractured. The product was removed and an aviator 5 x 30 mm balloon catheter was used to complete the procedure successfully. There was no reported patient injury. The product was returned for inspection. A non sterile aviator plus .014 6.0mmx20cm, 142cm was received coiled and inside a bag. The balloon was not inflated and deflated. The distal tip looks elongated and frayed. No other anomaly was observed in the returned device. An attempt to insert the gw .014" was done per dp 12189786 rev 1 but resistance was felt in the distal tip area due to soft tip conditions. The distal tip was reviewed under microscope at 25 of magnification and it could be detected 3 cut near to the ib/balloon to soft tip seal, which is the distal seal area. The soft tip could be noted elongated and frayed. A scanning electron microscope was performed to the distal tip and the results showed that the tip external surface exhibited evidence of damage; the material of the tip appears to be cleft and as if it was pinched/penetrated with a tool; however this could not be conclusively determined. The tip inner surface exhibited evidence of abrasions and the material appears to be piled-up in the interior of the tip. The exact cause of the failure could not be conclusively determined. A review of the manufacturing documentation associated with this lot presented the following; pths# 22360 due to point out of control in the proximal seal pull test, point on the chart above ranks is the result of which samples a satisfactory specification. (B)(4). This process to hold bares no relation to the complaint reported. The complaint was reviewed with the aviator pet team and it will be provided an assessment with the controls of the line. After a reviewing of the amiia/ aviator plus manufacturing process, there was not found any material, tool or equipment that could generate the tip damage. (B)(4). The distal tip frayed/split/torn failure reported by the customer was confirmed; however, the exact cause of the distal tip damage could not be conclusively determined, controls are in place to prevent defective balloons from leaving the facility. Refer the mwi mentioned above. Neither the product analysis nor the manufacturing records review suggests that the failure experienced by the costumer could be related to the manufacturing process. Therefore, no corrective/preventive action will be taken. With the information available it is not possible to draw a clinical conclusion between the device and the event.

Event description:
The report received from the affiliate indicated that during an elective interventional procedure for carotid artery stent implantation after the 5fr. Ev3 embolic protection device was placed, the physician pre-dilated the right internal carotid artery (rica) target lesion with an aviator 4 x 30 mm balloon catheter. The physician successfully removed the balloon catheter and then prepared a second aviator 6 x 20 mm balloon catheter (complaint product) for additional pre-dilation. There was no difficulty reported in prepping or flushing the catheter. As the physician advanced the aviator 6 x 20 mm catheter over the ev3 guidewire, he experienced resistance/friction prior to the catheter entering the patient. He stopped and upon inspection, the tip of the catheter was found to be fractured. Clinical review of the picture of the complaint product received indicated the catheter tip was frayed/split/torn. The product was removed and an aviator 5 x 30 mm balloon catheter to complete the procedure successfully. There was no reported patient injury.

Manufacturer narrative:
Concomitant products: ev 3 embolic protection device; bc: aviator 4 x 30, aviator 5 x 30 mm. The rica target lesion was reported to be: a 70% stenosis, moderately calcified, and not tortuous. The approach for the procedure was the right femoral artery. The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the instructions for use (IFU) and no problems were noted. There was no reported difficulty removing the product from the packaging. The product was stored properly according to the IFU. No additional information is available. The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt.